Manufacturer narrative:
Our examination of the pbu cable revealed that the large connector that interfaces with the pbu revealed the reported recessed pin. The recessed pin occurred due to the failure of the mechanical feature used to retain the pin within the connector socket. Although the position of the pin would contribute to inadequate electro-mechanical contact between the pin and the pbu receptacle, the function of the pin provides a connection between the cable shield to chassis ground in the pbu or emi purposes. The recessed pin would have no bearing on the electrical integrity of the cable in regards to voltage output between the pbu and the system controller. During functional testing of the pbu cable with the pump parameters set to 12,000 rpm and flows were set to 6 lpm, the pump operated normally with the system voltage stable at a lower than normal level of 12.2 volts (normal 12.7 to 13.0 volts). When the white power lead was disconnected, the voltage dropped, a red battery alarm occurred for a critical low voltage condition, and the system voltage measured through the black power lead was 10.8 volts. Upon further investigation, conductor breakdown adjacent to the y junction of both the black and white power leads, as a result of cyclic flexing during use was confirmed. This conductor breakdown resulted in a significant resistance variation across the cable resulting in a lower output voltage to the system controller. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported by the chief perfusionist that there was a broken pin on the connector of the power base unit cable, which resulted in loss of power when the patient switched from batteries to the power base unit (pbu). The patient exchanged the pbu cable and the problem was resolved.